Event description:
End of my string starts pulling apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4181243069w 23:58,4282243042w04:511.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
End of my string starts pulling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4181243069w 23:58, 4282243042w 04:511.